Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, adhesions, recurrence of hernia and subsequent surgical intervention for mesh removal. The instructions-for-use supplied with the device lists adhesions and recurrence of hernia as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This emdr represents the bard/davol ventralex st (device #1). An additional emdr was submitted to represent the bard/davol ventrio st (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for repair of a ventral hernia with the implant of a non-bard/davol product on or about (B)(6) 2011. On or about (B)(6) 2011, the patient underwent surgery for repair of a ventral hernia with the implant of a non-bard/davol product. It is alleged that the patient underwent surgery to remove the non-bard/davol product and repair a recurrent ventral hernia on or about (B)(6) 2011. The surgeon took down the adhesions until reaching the recurrent hernia and the rolled-up mesh. The rolled-up mesh was removed and the recurrent ventral hernia was repaired with the implant of a non-bard/davol product. Attorney alleges that the patient underwent surgery on or about (B)(6) 2012 to remove the non-bard/davol product and repair a recurrent ventral hernia. The surgeon removed the prior mesh which had only partially resorbed and had become detached from the fascial edges. The recurrent ventral hernia was repaired with a biologic graft. It is alleged that on or about (B)(6) 2015, the patient underwent additional surgery for repair of a ventral hernia. The surgeon found small bowel adhesions to the mesh, took down the small bowel adhesions to the mesh and patient was implanted with a bard/davol ventralex st. Attorney alleges that on or about (B)(6) 2017, the patient underwent additional surgery to remove the mesh and repair the recurrent ventral hernias. The surgeon cleared out all of the sub-fascial adhesions and removed the previous mesh. The patient was implanted with a bard/davol ventrio st. Attorney alleges past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient and permanent impairment. Attorney alleges that the patient experienced emotional distress and the device was defective.